Event description:
The dept responded to a cardiac arrest call, citizen CPR in progress when the crew arrived. Defibrillation electrodes were attached to the pt and an attempt was made to deliver a shock. The device indicated connect cable and use of the device was inhibited. A back up device was on scene, the back up was obtained and care to the pt was continued. The reporter stated there were no adverse affects to the pt as a result of device operation, as the back up device was readily available and resulted in a short delay in delivery of therapy.